Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient complained he has not had any stimulation coverage in his left leg since the lead was implanted. An x-ray shows the patient's lead is shifted to the right. Surgical intervention may be taken to address the issue.